Event description:
According to the customer, "when they set the bed up right out the box, it started smoking and spitting fire like fireworks".

Manufacturer narrative:
According to the customer, "when they set the bed up right out the box, it started smoking and spitting fire like fireworks". There was no further information. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.